Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old male patient with a history of diabetes mellitus, hypertension, and coronary artery disease underwent high-risk coronary artery bypass surgery (CABG) and received impella 5.5 for mechanical circulatory support. After 12 days of support, the device was exchanged for another impella 5.5, which provided support for an additional 14 days. On 12/19, the patient experienced several episodes of ventricular tachycardia that resolved without intervention and did not result in hemodynamic compromise. Following a total support duration of 26 days, the impella device was successfully weaned and explanted. 26 days total support (5.5 to 5.5 exchange at day 12), ao offset day 1, ali in upper arm day 3, vt events on day 14 (second pump). During first impella 5.5 support, care team contacted the call center overnight about impella position unknown alarms triggered on automated impella controller. Placement signal was not correlating with the patient¿s radial arterial line, indicating a probable issue with the fibrotic sensor.